Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification and yellow particles on the shell. After autoclave cycle was observed: cloudy color in the gel. The device is considered intact and functional. Based on the device analysis the final assessment is: intact and functional. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contraction baker grade iii. Device has been explanted.